Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1nkxc, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1nkxc, ubd: 24-jan-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said therapy has been working really well, but the patient stopped having therapeutic effect about three days ago; it was almost as if the patient didn't have the device. The patient had an appointment with their healthcare provider (hcp) today, but didn't have a chance to ask about programs; the caller read that the patient needs to change programs. As a result of what was reported, the caller was redirected to the hcp to discuss changing programs. During the call, how programs worked was reviewed with the family member. The event date was noted as (B)(6) 2018; about three days prior to initial report. Additional information received from a manufacturer representative(rep) on 2018-08-16 who was contacted by the hcp. Patient said their symptoms returned to baseline. They saw their hcp, but after reprogramming, the hcp decided to replace the lead. The impedances were checked and the patient was x-rayed, but both were normal. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and mdt representative reported that the reason for the return of symptoms was unknown. No further complications were noted or anticipated